Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of reported foreign material in the air/water channel, air/water cylinder, the bending section rubber and at the insertion tube was determined to be the result of the device being returned without properly completing the device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif-1100 operation manual chapter 3 preparation and inspection. Gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope had a white coating on the distal end of the scope. Some of it could be wiped off with water; however, some coating in places could not be removed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.